Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
It was reported by the patient's legal counsel that the patient's left hip was revised approximately seven years post-implantation due to pain, instability, metallosis, and pseudotumor. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was able to be confirmed via operative report received. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03341, 0001825034-2017-03343, 0001825034-2017-03344, & 0001825034-2017-03345.

Event description:
It was reported by patient's legal counsel that the patient's left hip was revised approximately seven years post-implantation due to pain, instability and pseudotumor. Post operative diagnosis included chronic instability and a metallosis induced pseudotumor. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.